Event description:
This is report 1 of 2 for the same event. It was reported that prior to surgery the attachment device was "overheating". A spare identical device was available for use. The reporter stated that the spare device also "overheated". A second spare identical device was available for use. There were no delays to the planned surgical procedure. There was no patient involvement reported. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device.  The reported condition was duplicated and confirmed.  The assignable root cause was determined to be due to normal wear over time.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.